Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapping into place. Despite this issue, there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Customer technical support guided the caller through several troubleshooting steps, including removing an o-ring and cleaning the pump area. Following these instructions, the caller successfully reloaded the original cartridge and resumed insulin therapy without further issues.